Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise, loss of capture and high out of range pacing impedances on the right atrial (ra) channel. The physician suspected a lead fracture or a connection issue. The physician elected to reprogram the device around the ra lead and continue monitoring the system. This ICD remains in service. No adverse patient effects were reported.